Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use and the post and medial side had fractured off. Evaluation determined that the fracture was consistent with bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05332 and 0001822565-2019-05332. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, a provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.